Event description:
Hyperinflation. The patient contacted us on (B)(6) 2025 reporting blue urine. She was instructed to attend the hic since dr. (B)(6) was on vacation, and the following day she was seen by dr. (B)(6), who removed the completely empty gastric balloon, which had migrated to the proximal jejunum, via endoscopy.